Event description:
The customer contact reported the pt received less medication than intended. At an unspecified time, line b of channel 1 of the device was programmed to deliver an unspecified antibiotic, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported that only 130 ml had been delivered instead of the expected 200 ml. After an unspecified length of time, line b was programmed to deliver a second unspecified antibiotic, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported that only 50 ml had been delivered instead of the expected 100 ml. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.2 ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicates on (B)(6) 2012 at 0033, line b of channel 1 was programmed in the piggyback mode to deliver at a rate of 200ml/hr, with a vtbi (volume to be infused) of 200 ml, for a duration of 1 hour, and the delivery was started. At 0133, the delivery on line b was complete. At 0146, line b was reprogrammed with a vtbi 30ml and the delivery was restarted. At 0156, the delivery on line b was complete. At 0216, line b was reprogrammed with a vtbi 30ml and the delivery was restarted. At 0218, line b was reprogrammed with a vtbi 105ml, and the delivery was started. At 0250, the delivery on line b was complete. At 0358, the device was turned off. This report represents all the info known by the reporter upon query by hospira personnel.